Manufacturer narrative:
P cap or reservoir locks properly into place. Device passed displacement test. Pump error 63 alarmed during self test and confirmed in insulin pump history with variable due to broken trace at keypad assembly. Device received with pillowing keypad overlay, minor scratches on case, cracked keypad overlay and missing display window cover.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind but self test was not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.